Event description:
During a coronary artery bypass the physician's assistant was harvesting the vein from the thigh. While working at the end of the instrumentation the spoon of the svsr1 broke. The case was completed with another svsr1. There was no consequence to the pt. 12/20/96 rep reported the subcu-retractor was inserted into the thigh from the incision above the knee towards the groin when the spoon broke off. The spoon was not available to return.